Manufacturer narrative:
It was reported that a patient underwent a pvc ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter. Deflection issue. During the procedure, the navi-star¿ thermo-cool¿ electrophysiology catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on patient. A picture was provided. Additional information was received. The curve of the catheter was stuck/jammed in a fully deflected position. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter. The device evaluation was completed on 26-jul-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Deflection testing was performed and the deflection mechanism failed specifications due to the puller wire was found broken on the handle. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. During the analysis, a deflection issue was confirmed. The stuck condition reported by the customer was not observed; therefore, the complaint was not confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the deflection ¿stuck¿ condition. -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the ¿deflection issue¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The picture investigation was completed on (B)(6)2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed not deflected with the piston up; however, it is not possible to confirm the stuck condition reported by the customer on the additional information provided. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a pvc ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter. Deflection issue. During the procedure, the navi-star¿ thermo-cool¿ electrophysiology catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on patient. A picture was provided. Additional information was received. The curve of the catheter was stuck/jammed in a fully deflected position. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter. The event was assessed as MDR reportable as the catheter was unable to relax completely / the curve of the catheter was stuck/jammed in a fully deflected position.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 19-jul-2023, noted a correction to the 3500a initial as in error omitted the concomitant product. Therefore, updated the d10. Concomitant medical products and therapy dates field.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).